Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-14750. It was reported that the ipg could not be set into MRI mode. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue. It¿s unknown which lead recorded high impedances, and both are being reported.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on 22 september 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.